Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) proximal shaft coil windings were unraveled from the hub up to approximately 34.0 cm from the hub, and the coil windings were protruding through the hub. The benchmark dc was kinked approximately 28.0, 32.0 and 76.0 cm from the hub. A penumbra investigator inadvertently ovalized the benchmark dc approximately 3.0 and 4.0 cm from its distal tip during decontamination. Conclusions: evaluation of the returned device revealed that the benchmark dc coil windings were unraveled. This type of damage likely occurred due to improper handling during use. If the non-penumbra stent device was cycled inside the lumen of the benchmark dc, the inner ptfe liner of the benchmark dc may become damaged. Further retraction of the stent out of the benchmark dc may have resulted in the stent pulling and unraveling the coil winding. Further evaluation of the benchmark dc revealed that the device was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. The ovalization in the distal shaft of the benchmark dc was caused by the penumbra investigator. The non-penumbra microcatheter and non-penumbra stent device mentioned in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the physician placed the benchmark dc into the patient, then advanced a non-penumbra catheter through the benchmark dc without any resistance. Next, the physician advanced a non-penumbra stent retriever through the microcatheter and into the left m1 for the first pass. After five minutes of aspiration, the stent retriever was pulled back to the distal end of the microcatheter and then both devices were pulled back from the benchmark dc. It is unknown if there was any resistance while the devices were being retracted from the benchmark dc; however, the insides of benchmark dc began to unravel and came out of its proximal hub outside of the patient. All of the devices were removed and the procedure was completed at this point with the patient's thrombolysis in cerebral infarction (tici) score of 3. There was no report of an adverse effect to the patient.